Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet following a meal announcement and dinner, with a measured blood glucose of 50 mg/dl; the user corrected the low with oral glucose gel, and the agent reviewed proper, non-maladaptive meal announcement technique. Troubleshooting with the user included user education focused on meal announcement usage. Investigation of this case revealed user-related with meal announcement that could lead to insulin delivery not aligned with actual needs. Symptoms included impaired vision associated with low glucose. Outcomes included the need for oral carbohydrate treatment without medical intervention. It was concluded that the device functioned as designed and that the event was attributable to user operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.